Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: date of event: unknown. Patient information: not applicable, veterinary use. Samples received: 1 open cassette. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and used cassette. We have tested the knot pull tensile strength of the sample received and the results fulfill the OEM requirements. Final conclusion: although the results of the sample received fulfill the OEM specifications, we take note of this incident in order to assess if new or additional actions are needed.

Event description:
Country of complaint: austria. It was reported by the healthcare professional to the company sales representative "thread brakes too easily."